Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing coronary artery bypass surgery was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was an episode of ventricular tachycardia episode for which the patient had to be intubated. Patient had suction alarm and impella was repositioned to address the issue. Pump was weaned and explanted as planned. Patient survived the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): pump was repositioned. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Patient had suction alarms. After reviewing the logs, suction alarms were observed. The cause of pump suction was most likely use related since the suction was resolved by repositioning of pump. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.